Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had low blood glucose of 37 mg/dl. It was reported that customer was treated for blood glucose of 220 mg/dl and blood glucose dropped to 37 mg/dl. Low blood glucose was treated with food and glucose tablets. Caller reported that customer had low blood glucose since starting on insulin pump. Caller stated that healthcare professional adjusted basal and customer was no longer having low blood glucose in the mornings. Caller was not able to troubleshoot due to time but would call back in order to complete troubleshooting.